Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown insertion instruments/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020. The surgeon was performing an mis tlif on l5/s1 using viper prime screws, insight retractors, screw distractor, and proti concorde bullet. Two 10mm cages were wasted and a 9mm cage was implanted. When the surgeon was inserting the 10mm cages, the position of the cage did not appear correct on fluoroscopy. With the first 10mm cage, the cage got misaligned with the inserter during malleting and likely damaged the threads that interface with the inserter. The misalignment was noticed when the cage was removed from the disc space. It was suspected that the threads on the cage was damaged and decided to use a new cage for the second attempt. With the second 10mm cage, the inserter came off the inserter and broke the proximal end of the cage during malleting. The cage was retrieved easily and also the fragment that had broken off. The disc space was re-access and an osteophyte may have caught some of the teeth on the cages and prevented advancement and ultimately caused the cages to become misaligned or come off the inserter. After removing the osteophyte, a shorter cage (9mm) was used instead and proper positioning was seen with this implant on fluoroscopy the case was successfully completed with about 15 minutes delay and no adverse effect on the patient. Concomitant device reported: unknown insertion instrument (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) unknown insertion instruments. This is report 1 of 1 for (B)(4).